Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The defective housing was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the housing was broken and the unit won't latch. There is no report of patient involvement.